Event description:
A family member called on 2/2002 alleging that pt one touch basic meter was giving inaccurate low readings. Pt's husband stated that pt was hospitalized because of the wrong readings on the meter. Pt got a 120 mg/dl on the one touch basic meter compared to the hcp's 255 mg/dl. Tests were done 1/2 hour apart. Pt's husband also stated that they were hospitalized. Unable to contact the pt or family member's to obtain more info.